Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant follow-up. Device interrogation revealed that the right ventricular lead was oversensing noise, had decreased sensitivity, low impedance, and loss of capture. The lead was reposition on (B)(6) 2021. The patient was stable post procedure.